Event description:
It was reported the patient developed an infection. The lead was removed and returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Devices: product ID c154dwk, implanted: (B)(6) 2007; product ID 407652, implanted: (B)(6) 2007; product ID 694758, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.